Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed stuck motor failure. The patient's blood glucose at the time of incident was 256 mg/dl. During troubleshooting the customer was able to clear the alarm; however, she was unable to rewind the insulin pump. The insulin pump will be returned for analysis.